Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was undergoing the magnetic resonance imaging when the patient's device went into the backup vvi mode. The device was restored successfully with programming changes to normal parameters. The patient did not experience any adverse consequences.